Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a suspected leak. During the procedure the reservoir was observed to be completely devoid of fluid. The source of the fluid loss could not be determined. There were no patient complications reported.